Manufacturer narrative:
The nurse had difficulty with injecting the drug into the patient's body due to a blunt needle. After injection, there was an observed subcutaneous congestion. Available information/data given about the device is insufficient to conduct an investigation.

Event description:
The nurse had difficulty with injecting the drug into the patient's body due to a blunt needle. After injection, there was an observed subcutaneous congestion.